Event description:
The alleged incident occurred on (B)(6) 2013, at 9:00 am. The alleged incident involved a subject caire helios marathon h850 portable liquid oxygen device (sn (B)(4)). The alleged incident was reported to the company on (B)(6) 2013, by the home-caretaker. The home-caretaker stated the alleged incident occurred in the pt's home in (B)(6). The home-caretaker states she was very unfamiliar with the unit, and had never handled liquid oxygen equipment, never been trained on how to use liquid oxygen equipment, and had never read the pt operating or user manual instructions. The home-caretaker describes the alleged incident as the following: "as she tried to check the contents (liquid level) of the unit, she inadvertently pulled the vent valve lever. She was holding the unit up while she incorrectly pulled the vent valve lever, and liquid oxygen gas and/or liquid was expelled, causing a small blister on her stomach." The home-caretaker stated not life threatening and the blister was healing with no adverse effects.